Event description:
It is reported that the device was implanted in 2007. The pt was going down some stairs faster than normal and he heard a "pop" in his knee which was followed by pain. The device was revised in 2008.

Manufacturer narrative:
Evaluation summary: the dovetail lips are compressed down. The locking tabs on the posterior side are crushed. Compression of the dovetail lips indicates that they did not slide under the male dovetail on the tibia plate, instead, went over and did not lock down to the tibial plate during surgery. It is possible that the device was not inserted correctly, and the incorrect insertion technique appears to be the cause of the problem. Eval: extensive deformation of the dovetail and outer rim edge of articular surface. Device history records indicate device manufactured to specification.